Event description:
Stapler blade did not cut tissue after staples were used. The physician tried to create an anastomosis. This misfire created extra risk to the patient resulting in additional delay, anesthesia and time involved to complete the surgery. The physician had to hand sew the anastomosis resulting in an additional 30+ sutures used.